Event description:
It was reported that during a procedure, the device's reload did not function properly, and the articulation joint of the reload broke. As a result, the reload could not be removed, necessitating the resection of the articulation and reload. The patient had thick rectum tissue, which initially caused the power handle to report the tissue as too thick, but after repositioning, this issue was not reported again. Suturing was performed as a staple line replacement. The patient experienced extended hospitalization for 3-5 days and an extended surgical time of 3-5 hours.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n4k1897y); unk-sigadapt, unknown signia egia adapter, (serial #unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.